Event description:
It was reported that leakage was observed from the connection to the pressure line of disposable pressure transducer before use. Reportedly, there were no pt complications or injuries.

Manufacturer narrative:
The device was not returned for eval.